Event description:
Plaintiff alleges that she suffered from hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness and flu-like symptoms caused by latex proteins in latex gloves.

Manufacturer narrative:
Clarification of evaluation codes, method 86: 100x magnification. The complainant returned one device sample. The catheter tip has been severed. The locked device exhibits flashback magnification using 100x showed that the tubing was jagged at the point of severance. A puncture was also visible near the severed edge of the tubing. Summary of photographs 1 and 2 show the returned sample placed against a measurement scale (inches). The tubing that remains attached to the catheter hub measures approximately 30/32". Photographs 3-10 are magnified views at the point of severance. The edges are jagged indicating humerous punctures with a sharp, tapered object such as an introducer needle. The photos also display a protruding section at the edge indicating that tension had been applied to the tubing causing the tubing to sever. The puncture near the pooint of severance can be visualized in photographs 6,7 and 8. It has been concluded, based on the assessment of the device sample, that the catheter severance most likely occurred due to a reinsertion of the introducer needle.